Event description:
The report received from the patient through the medical affairs department indicated that the patient called for medical information and additionally reported adverse events. The patient had a cypher 2.5 x 28 stent placed in the mid-distal right coronary artery (rca) due to a heart attack and a 90% artery blockage. The patient was prescribed lipitor 40 mg, plavix 75 mg and lisinopril. The patient was noted to have two (2) other areas of blockage in the rca described as plaque build-up. The same year (exact date unknown), the patient experienced a cough which he related to lisinopril. The physician discontinued plavix 75 mg as the patient no longer needed the medication. The next year, the patient had a failed stress test and to further investigate had an angiogram which showed a 90% blockage of the rca, with two broken plaques and clotting. As treatment, the patient had an unspecified procedure to place two (2 each) cypher 3.5 x 33 stents during a scheduled hospitalization. The same year, four months after stopping plavix 75 mg and two cypher stents implanted, the patient experienced chest pains. As treatment, the patient went to the emergency room (ER) and was admitted to the hospital. While in the hospital, patient had an angiogram which showed he had a heart attack and developed clotting; related to drug eluting stents and discontinuation of plavix 75 mg. As further treatment, the patient had a balloon procedure to break up the blood clot.

Manufacturer narrative:
As reported, the patient had a cypher 2.5 x 28 stent placed in the mid-distal right coronary artery (rca) due to a heart attack and a 90% artery blockage. The patient was prescribed lipitor 40 mg, plavix 75 mg and lisinopril. The patient was noted to have two (2) other areas of blockage in the rca described as plaque build-up. The physician discontinued plavix 75 mg as the patient no longer needed the medication. The next year, the patient had a failed stress test and to further investigate had an angiogram which showed a 90% blockage of the rca, with two broken plaques and clotting. As treatment, the patient had an unspecified procedure to place two (2 each) cypher 3.5 x 33 stents during a scheduled hospitalization. The same year, four months after stopping plavix 75 mg and two cypher stents implanted, the patient experienced chest pains. As treatment, the patient went to the emergency room (ER) and was admitted to the hospital. While in the hospital, patient had an angiogram which showed he had a heart attack and developed clotting; related to drug eluting stents and discontinuation of plavix 75 mg. As further treatment, the patient had a balloon procedure to break up the blood clot. An echocardiogram showed no noticeable heart muscle damage and was prescribed plavix 75 mg. While in the hospital, the patient developed a rapid heartbeat which was not further clarified. Baseline was normal. As treatment, the patient stayed in the hospital for a few days to watch it, and was given a monitor to take home at discharge. Four days later, the rapid heartbeat resolved without further intervention. The patient continues to do well and is continuing to follow-up with his cardiologist. The patient is also aware to not discontinue his antiplatelet therapy unless directed to by his cardiologist. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction (mi) and late thrombosis are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. The patient was not maintained on anti-platelet regimen. Review of the information provided suggests that discontinuation of anti-platelet therapy and/or late stent mal-apposition may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of three products used for the same patient. Please reference MFR. Report # 3003742446-2014-00025 and # 3003742446-2014-00026.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same patient. Please reference MFR. Report # 3003742446-2014-00025 and # 3003742446-2014-00026.

Manufacturer narrative:
An echocardiogram showed no noticeable heart muscle damage and prescribed plavix 75 mg. While in the hospital, the patient developed a rapid heartbeat which was not further clarified. Baseline was normal. As treatment, the patient stayed in the hospital for a few days to watch it, and was given a monitor to take home at discharge. Four days later, the rapid heartbeat resolved. The next year, the physician switched the patient from atenolol to metoprolol 50 mg daily due to an unspecified reason. As treatment for cough, physician discontinued lisinopril and prescribed losartan 25 mg daily. The event resolved after lisinopril was discontinued. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same patient. Please reference MFR. Report # 3003742446-2014-00025 and # 3003742446-2014-00026.